Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). The patient reported that they had urine in their underwear and that the bandage got wet. Additional information was received from the patient on (B)(6). The patient reported that the healthcare professional (hcp) had a hard time placing the lead. The patient noted that they saw their hcp and was advised that the bandage was fine and there was no need to change due to having a clear plastic cover over their bandage. Additional information was received from the patient on (B)(6). The patient reported that they were feeling warmth in the vaginal area and was not sure if it was from the device. The patient stated that they were feeling a flutter coming and going. No further complications were reported or were expected.